Manufacturer narrative:
B3 - date of event: used the first date of the month of the aware date as no event date was provided.

Event description:
It was reported that removal difficulty occurred. A 2.25mm x 20mm nc emerge balloon catheter was advanced for use. However, the physician mentioned that the device was tough to retract/remove. The procedure was completed with no patient complications. No further details were provided.